Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05187. It was reported that the patient lost therapy due to a lead fracture. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively. Note: unknown which lead was explanted. Hence, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.